Manufacturer narrative:
Concomitant products: 5568-45 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant of a replacement implantable pulse generator (ipg) the patient experienced an infection. The ipg was explanted and the leads were capped. The system was replaced with a leadless ipg. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.